Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed the data from the black box from the date of the complaint was overwritten however there was evidence of a loss of prime warnings with a non-zero low force. The pump powered with the returned battery cap. The pump was exercised with the returned battery cap for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings were duplicated. The force calibration check passed within specifications. The pump case was removed and the force sensor pins were seated and the solder connections were intact. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.